Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens. Pt's last visit on (B)(6) 2012, ucva was 20/16. See MFR 2023826-2013-00049.